Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 4 months post-implant, it was reported that the pt was not feeling well and had heart failure symptoms and was readmitted. The pt had dark colored urine, ldh >1700, and an echocardiogram showed that the left ventricle was not unloaded. The center started thrombolysis therapy and the symptoms appeared to resolve. Approx 4 days later, the pt suffered an embolic stroke. The pt was in the ICU, sedated and ventilated, and on lvad support with the pump. Intraventricular tissue plasminogen activator (tpa) was administered. The pump parameters were normal; however, it was reported that there is still evidence of hemolysis. Additional info received indicated that the pt expired on 10/10/2013. The reported cause of death was haemorrhagic stroke.

Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.